Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during a troubleshooting call between the customer and stryker technical support and no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction event(s), where it was reported the device experienced unintended speed or direction of the zoom drive. There was no patient involvement.